Event description:
The pt reportedly experienced intermittencies, loss of sound and a decline in performance. External equipment was exchanged and programming change was made; however, this did not resolve the issue. Revision surgery is under consideration.